Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to diabetic ketoacidosis, vertigo which caused an injury, and a blood glucose a blood glucose (bg) level of 520 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.